Manufacturer narrative:
Device not returned for investigation. The lot number is no longer in inventory or available for evaluation: the device was MFR in malaysia and we are still waiting for feedback on their investigation. Ansell perry will forward any additional follow-up information, as soon as available. Follow-up: the MFR evaluated retained samples from the lot # reported and reviewed process parameters at the time of MFR. All was within specification requirements. Astm lowry protein assay indicated protein levels were not considered excessive. A primary skin irritation study concluded the device was not a primary skin irritant. Conclusion: the device did not fail to meet its performance specification.